Manufacturer narrative:
Analysis was normal, no anomalies were found. The device was above the elective replacement indicator (eri).

Manufacturer narrative:
He date returned to manufacturer should have been nov 12, 2019 instead of dec 11, 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-15378, 2017865-2019-15380, 2017865-2019-15383 it was reported that the entire system was explanted due to infection. Vegetation was present on the leads. The origin of the infection was unknown. The patient was stable.